Event description:
It was reported that, before use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found that the k3 would stick, not allowing the vacuum purge. The component was replaced and the issue no longer occurred. A preventative maintenance (pm) was completed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that, before use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement, thus no adverse event was reported.